Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they had a settings not available message and the patient was unable to increase stimulation. Impedances were checked and contacts 8, 10, 13, 14, and 15 were showing as greater than 40000 ohms. Contacts 0-7 were within normal limits and the implant was 70% charged. There were no falls or traumas reported to be related to this issue. Troubleshooting suggested an x-ray and to reprogram using the 0-7 contacts. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead. Analysis of product ID: 977a260 found stim lead/body/conductor/broken/anchor site unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the cause was not determined. It was reported that a surgery was planned however no yet scheduled. Issue not yet resolved.